Event description:
The ptca/rotablator procedure was performed to treat a heavily calcified, 90% stenotic lesion in the proximal right coronary artery. The maverick2 monorail 20/3.0 mm balloon ruptured at 14 atms. The pt was asymptomatic during this event. The physician used a 7f bsc introducer sheath for vascular access and a forte floppy guidewire and a 6f jr4 guide catheter to cross the lesion. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. Pt status is reported as 'stable'.

Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 20/3.0 mm balloon ruptured. The lesion being treated was located in a heavily calcified coronary artery. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.